Event description:
During a call from a customer, it was discovered that an unknown (B) (4) sensor was causing a pulse oximeter to provide high spo2 readings in the pacu. Caller stated there was not patient harm. The monitor was working as intended.

Manufacturer narrative:
Customer stated he did not have the original sensor used with the monitor.